Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: part: 421.527s, lot: 7l03603, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 25.jun.2020, expiry date: 01.jun.2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Part number: 421.527, synthes lot number: 57p8000, supplier lot number: n/a, release to warehouse date: 22may2020, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient was given the acoustic neuroma resection. After the operation, the patient experienced an infection. The product is still implanted and the patient was given drug treatment and is stable now. This report is for one (1) ti low profile neuro burr hole cover 17mm dia. This is report 1 of 2 for )(.